Event description:
It was reported that the customer went to the emergency room with a blood glucose level of 24 mg/dl. The customer was treated with intravenous fluids of dextrose. The customer was released later the same day with the issue resolved and no permanent damage.